Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in the united states. Through follow up communications, it was learned that both cardioplegia and patient bridge were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater cooler 3t system patient pump shut off and could not be restarted. Reportedly, the device was switched off and then an error was displayed. This enabled the pumps to return back working, upon powering up the device. The event occurred during procedure. There was no patient injury.